Event description:
The manufacturer received information alleging an issue related to a repaired dreamstation auto CPAP device. The patient alleged smoking from where the power cord plugs into the device. In addition, there was allegation of device not powered on after the power went out and nothing appeared on screen. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.